Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent a fusion surgery at l5-s1 using spinal instrumentation. Post-op, on (B)(6) 2015, x-rays were taken and showed an 8mm cylindrical shaped metallic foreign body, i.e. A loose screw. Patient endured daily pain in back due to which the patient had to undergo a revision surgery on (B)(6) 2016 to remove the foreign object and had new hardware placed in fusion area.

Event description:
It was reported that on: (B)(6) 2015: the patient was per-operatively diagnosed with spondylosis, spondylolisthesis and underwent right fifth lumbar through first sacral vertebra facetectomy with posterior lateral fusion. The patient was also pre-operatively diagnosed with : right l5-s1 foraminal stenosis and right l5 radiculopathy and underwent the following procedures: right l5-s1 minimally invasive hemilaminectomy and complete facetectomy. 2. L5-s1 spinal fixation 3. L5-s1 posterolateral fusion. 4. Local autograft. 5. Allograft . 6. Spinal navigation. Per operative -notes, ¿I turned my attention towards placing the pedicle screws on the right side. I used the previously drilled and tapped pedicles. I used the navigation to place 6.5 x 40 mm screws in l5 and 35 mm in s1. I placed a 35 mm rod on the right and 40 mm rod on the left. I placed compression across the screws before placing the set screws. I removed the extenders. I brought the o-arm into the operative field in a sterile fashion and confirmed the hardware and graft were in excellent position.¿ on (B)(6) 2015: the patient presented for occupational therapy. On (B)(6) 2015: the patient underwent radiographic exam of lumbar spine due to fusion. Impression: 1. Posterior fusion at l5-s1. Small residual piece of hardware in the soft tissues posterior to l4. 2. Unchanged scoliosis, lumbar spondylosis and two level degenerative retrolisthesis. On (B)(6) 2016: the patient underwent x-ray of lumbar spine due to fusion. Impression: stable post-operative and degenerative changes. On (B)(6) 2016: the patient was pre-operatively diagnosed with right l5-s1 minimally invasive fusion and right l5-s1 hardware failure and underwent revision of right l5-s1 hardware. Indications: about 12 weeks ago, a right-sided approach, minimally-invasive laminectomy was performed and attempted a tlif but found that the patient had a conjoined nerve root. Surgeon therefore did a posterolateral arthrodesis. The patient was doing fairly well and surgeon noticed on postoperative imaging that one of the set screws had come off. As per op-notes, ¿I then used fluoroscopy in an ap position in a sterile fashion to identify where the set screw was and removed it as well as it was off. I then removed the set screw of s1, removed the rod and checked with a screwdriver that both the l5 and s1 screws were solid into bone. I replaced the rod and placed two new set screws. I obtained ap and lateral fluoroscopic images and confirmed they were in correct position.¿

Manufacturer narrative:
Product analysis :associated bone screw and rod not returned for analysis. Visual, optical and microscopic examination of the set screw face identified asymmetrical one side of the center node with node deformation and witness marks atypical of fully seated bench sample. Additionally, significant skiving of both thread flanks and crest are noted, consistent with significant loading during engagement of the set screw. Inconclusive; unable to determine root cause due to inability to examine associated components (rod, bone screw,).